Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause was due to poor environment and poor source of water. On an unreported date, the patient was treated with an unspecified antibiotic (dose, frequency and route not reported). Five days prior to receipt of this report, antibiotic treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. Additional information is not available.